Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to multiple 32056 errors. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported issue. The unit triggered 32056/1173/1123 errors in normal mode. Unplugged and re-seat the current sl2 ffc from aca board, re- started the system with the original sl2 ffc, and the error did not re-occur. No sign of damage on sl2 ffc and no loose sl2 ffc connection found. Even re-seating the sl2 ffc fixes the fault, the sl2 ffc will be replaced. Note: the unit pass carriage lissajous, direction test, carriage switch, carriage strength carriage fan test, fiber test, sensors check, sine cycle, brake tests and all friction tests on pftp.

Event description:
It was reported that during a total benign hysterectomy davinci assisted surgical procedure, prior to docking with patient, the system generated repeated recoverable error 32056 by arm 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and viewed system logs and confirmed multiple errors reported by arm 4 indicating aca failed to initialize. The clinical sales representative (csr), who called in to technical support had power cycled and performed an emergency power-off (epo) of the system and the errors persisted. The customer disabled arm 4 and continued the procedure using the remaining functional arms. There was no patient harm.